Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple times the customer has noted 3 small air bubbles in the cartridge luer lock. The customer's blood glucose (bg) levels was impacted 300 mg/dl with low to moderate ketones. The customer stated to tend to find the air bubbles on day 3 of wear or after going for a bike ride. The customer prime the lined using the fill tubing to get the air bubbles out and took a correction bolus to stabilize bg level.